Event description:
The ge oec 9800 fluoroscopy sys was reported to have a blur on the image that moved with rotation of camera. Possible artifact on screen.

Manufacturer narrative:
A ge oec svc rep investigated the issue and could not appreciate the described image blur. To prevent future image issues, the sys was cleaned and dusted between the image intensifier output phosphor and camera, as well between the grid and image intensifier. The sys was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.